Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. Complaint sample was not received for investigation. Based on the photo given by customer the lower part of the connector was observed to be broken. Two retained samples (one autoclaved 28 times and the other autoclaved 37 times) were used for a simulation test by bending the lower part of the connector 20 cycles. The device remained intact as intended. As the complaint sample was unavailable and the retained samples could not duplicate the reported failure the investigation was unable to confirm the reported defect. The root cause of the reported failure could be attributed to chemical reactions or combinations of concentrated detergent/unknown chemical ingredients during the washing/autoclaving process. This could cause change beyond the IFU recommendation.

Event description:
The event is reported as: the customer alleges the connector was observed to be broken.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as the customer alleges the connector was observed to be broken.